Event description:
The customer reported that she was attempting a bolus delivery when her insulin pump froze up. She stated there was a blank screen, so she changed the battery. When the screen came back up, the customer reportedly attempted to enter her carbohydrates and the numbers kept rampint up. Her blood glucose level was 185 mg/dl. The customer stated the insulin pump may have been exposed to a small amount of moisture. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No frozen display or blank display was noted during testing. No moisture or other damage was noted inside of the insulin pump. No number ramping or scroll bar anomalies were noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).